Event description:
During asnis3 extract surgery, although the surgeon used the screw driver, the screw head broke. Therefore, the surgeon used the extractor. When the extractor was inserted in screw, the tip of the extractor broke. The surgeon used another device and extracted the screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: due to the fact that the affected device was not returned for evaluation and no detailed and relevant information was provided the root cause of the complaint event could not be determined. "No rfm threshold exceeded. The extractor is representing a possible option of the removal of a damaged asnis iii 4mm cannulated screw. As the geometrical condition of a damaged screw cannot be for seen it cannot be guaranteed that the removal is possible with the extractor. Therefore other options for removal are represented in the implant extraction system, module 1 (ref (B)(4)) and module 2 (ref(B)(4)), no correction of the extractor is necessary as the intended use of the device is given." [Original statement r&d] indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or more detailed and relevant information becomes available the investigation report will be updated.

Event description:
During asnis3 extract surgery, although the surgeon used the screw driver, the screw head broke. Therefore the surgeon used the extractor. When the extractor was inserted in screw, the tip of the extractor broke. The surgeon used another device and extracted the screw.